Event description:
Xa lab resulted in <.10 big change from previous of .43. Heparin infusing through crrt [continuous renal replacement therapy] circuit. 2 rn check programming and syringe was not clamped and was secured. Rn discovered clear piece inside green cap that attaches to heparin syringe was cracked and heparin had been leaking on the backside of syringe. Charge rn and picu np [pediatric intensive care unit nurse practitioner] aware and at bedside. Charge rn able to change out cap. Blood culture drawn. One dose of cefepime given prophylactically. Per unit: "piece (luer lock connector) on crrt was broken where anticoagulation infuses. As a result, patient may not have received full anticoagulation dosing. Assessed and addressed by rn and chg rn [charge nurse] in real time and escalated to provider."